Event description:
The physician was using a fogerty embolectomy catheter. The catheter was passed and the balloon failed to deflate. The physician attempted to deflate the balloon with a syringe and was unsuccessful. The physician attempted to remove the catheter. The catheter was removed and contained exposed wires and no obvious balloon fragments. The patient was admitted (the initial procedure was an outpatient procedure) and sent to the vascular to insert a stent.